Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device availability - additional information g3: date received by manufacturer - additional information g6: report type updated/follow-up h2: additional information/device evaluation- correction h3: device evaluated by manufacturer - additional information h6: adverse event problem - additional information d4: additional device information- correction h4: device manufacturer date- correction.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.